Manufacturer narrative:
The root cause of the complaint is inconclusive. A review of the device history records confirms that the mesh lot met its manufacturing specifications.

Event description:
Proxy biomedical was notified on the (B)(6) 2015 via email by the (B)(4) distributor ((B)(4)) that they received a complaint regarding a vitamesh product (part # ppvf0715). The complaint was reported to (B)(4) by the (B)(6) hosp, (B)(6), united states. The complaint states that during a standard mesh repair the mesh would not hold up and stay intact under suture retention. The mesh was removed from the patient and replaced with a different brand mesh. There was no patient injury reported.